Event description:
It was reported by service report that the bed's scale would not give a exact pt weight. The scale would jump around when trying to weigh a pt. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: load cell.